Event description:
Pt had first revision to the intermedics cup in 1999 due to recall. The head of the sulzer medica broke into 4 pieces and had to be replaced again this day. As a result, the osteonics cup insert also had to be replaced.